Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would not power on with ac or dc power. There was no report of any patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed that the power to therapy pcb flex cable assembly was disconnected. Once reconnected, proper device operation was obsereved through functional and performance testing. After other unrelated repairs were performed, the device was returned to the customer for use.it is unknown how the cable became unplugged.